Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion and also infused at a different rate than programmed. Device was programmed to deliver heparin at 32 milligram/kg/hr however, "the bag was lasting longer than it should have and the patient's blood work reflected this by ptt numbers going down." The report further alleged that the patient's blood was backing up into the line "which could have caused the infusion to run slower. The patient IV site was good with great flash back. The user had to flush the patient's line several times as it kept backing up with blood (indication that either the infusion was too slow or not infusing however, the user could see drips in the drip chamber)." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.